Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted procedure, the fenestrated bipolar forceps (fbf) instrument did not cautery or provide any energy. The instrument was replaced to continue the procedure. The procedure was completed without patient injury.